Event description:
It was reported that alert for ventricular oversensing was inappropriately triggered on (B)(6) 2015.

Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that alert for ventricular oversensing was inappropriately triggered on (B)(6) 2015.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior: the alert for ventricular oversensing was raised, whereas the egm records confirmed that the signals were physiological. Nevertheless, criteria to raise the alert were met, so that the device behaved as per specifications. Physician may consider that specifications were inadequate.

Event description:
It was reported that alert for ventricular oversensing was inappropriately triggered on (B)(6) 2015.